Event description:
A malfunction alarm was reported by the customer. There was no reported impact to the customer's blood glucose level. Technical support assisted the customer with pump reset information, and after resetting, the malfunction code did not recur. The customer continued to use the pump for insulin therapy.